Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) showed left bundle branch block (lbbb). No treatment was prescribed. Eighteen days post-implant, paroxysmal atrial fibrillation (afib) was noted and medication was prescribed. No adverse patient effects were reported. Additional information received indicated that an electrocardiogram (ECG) at the six month follow up showed resolution of the left bundle branch block (lbbb) and continued controlled atrial fibrillation (afib). No changes to prescribed treatment. No adverse patient effects were reported. Additional information was received that approximately eight years following the onset of the atrial fibrillation, no documented atrial fibrillation events were noted. The patient remained on the beta blocker medication; however, the dosage was decreased approximately six years and seven months after the onset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: a1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.